Manufacturer narrative:
Pump was received with blank display due to moisture damaged electronic assembly. Unit was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture. Customer stated that there was fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.